Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of approximately 45 mg/dl; cause was unknown. Sugar pills and oranges were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 47-53 mg/dl were recorded by continuous glucose monitor (cgm) from 5:28:36 am to 8:08:36 am on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated. On the evening of (B)(6) 2019, the user made bolus requests at 8:33pm and 9:55pm while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure. Correction- h4.